Event description:
It was reported that, during reprocessing on february 19, 2026, the colonovideoscope also tested positive for 21 colony forming units (cfus) of enterococcus casseliflavus and 15 cfus (air/water channel) of enterococcus faecium. The device was retested on february 24, 2026, and it tested positive for 7 cfus and 15 cfus (unknown which channels) of enterococcus faecium, and 7 cfus of enterococcus casseliflavus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h3, h6 olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: suction biopsy channel,air-water channel cfu: <1cfu bacterial identification: n/a based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 10-100 colony forming units (cfus) of gram positive bacilli, 4 cfus of escherichia coli and >10 cfus of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.